Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Based on the information provided, from the annual survey, the patient started to feel a neck pain because of a mobi-c malfunction according to the surgeon. This malfunction required medical or surgical intervention to prevent more damage to the patient. Patient wanted to get a second opinion from another surgeon. Revison surgery was never confirmed. Many requests for infomation were done but no reply was received by the surgeon. No device reference or lot number were provided which prevent from reviewing the device history record or traceability regarding the lack of information provided , the exact root cause of this event remain undetermined. If additional information was received that allow to draw a conclusion for this case, another report will be sent.

Event description:
Mobi-c p&f us : revision due to implant migration/subsidence. Severals attempts were made to the surgeon to collect additional information on this case . No answer received.

Event description:
Mobi-c p&f us : revision due to implant migration/subsidence. Reporter wrote that patient has neck pain, and classified the event as an implant migration/subsidence. According to him, the event required medical or surgical intervention to prevent permanent impairment/damage of a body function or permanent damage to a body structure. No information about this case were provided although 3 attempts were made to request additional information.